Event description:
Customer reported the insulin pump alarmed no delivery. Customer stated he cleared the alarm by pressing resume. Customer stated he changed his set but has been using his infusion set for two weeks but it has never given him any issues with no delivery. Customer's blood glucose was 300 mg/dl, current 142 mg/dl. Customer stated he was 345 mg/dl didn't eat and gave himself a shot and blood glucose lowered to 42 mg/dl. Fixed prime was performed and insulin did not exit and device alarmed. Customer was advised to remove reservoir from the device. Then disconnect and reconnect tubing and push insulin through tubing manually, insulin did exit. Manual prime was performed and insulin did exit. He was unsure if settings were correct and was referred to speck to doctor. Customer did not have tubing clamp, high pressure test was not performed. Dome sticker was missing on the insulin pump and customer was unsure how damage occurred. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see manufacture report number 2032227-2014-73461.